Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: fluid leak/ minor bleed: the cause of fluid leak cannot be determined since no product was returned and insufficient clinical details were provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was placed femorally via the 14fr introducer sheath to support the 80-year-old male patient with known coronary artery disease and admitted in with plan of a protected percutaneous coronary intervention (pci). The access was made and team utilized the single access technique however there was a leak observed at the 14fr leaflet and so the team made change to bilateral access and proceeded with both left and right femoral sheaths for the pump and pci. The case completed and all product was explanted. There was no harm noted from the leakage of <30cc at the 14fr and no further intervention or troubleshooting by the team was deemed necessary. There was no need of blood product replacement or units to be infused.